Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial insert catalog#: ni lot#: ni, unknown femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient is alleging swelling in that knee and loosening of the tibial tray. No revision procedure has been reported.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04350, 0001825034-2019-05270, 0001825034-2019-05271, and 0001825034-2019-05272. This follow-up report is being submitted to relay additional and corrected information. Concomitant medical products : unknown vanguard tibial insert catalog#: ni lot#: ni, unknown vanguard femoral catalog#: ni lot#: ni, unknown patella catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided and reviewed by a healthcare professional. X-ray results show no fracture or osteolysis. Small effusion with multiple loose bodies. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, patient is alleging swelling in that knee and possible loose bodies. No revision procedure has been reported.